Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, upon opening the package, the silicone tip of the hemopro device was deformed and it appeared that the silicone was not adhered properly to the device. A replacement device was used to complete the procedure. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review could not be performed as the product lot number is unknown. (B)(4).